Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with cystoscopy due to sui and cystocele repair. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and neuromuscular problems. It was reported that the patient underwent a cystourethroscopy on (B)(6) 12 due to lower urinary tract symptoms. It was reported that the patient underwent eroded mesh removal, posterior vaginal enterocele repair, posterior colporrhaphy, cystoscopy, and anterior mesh revision on (B)(6) 2012 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.